Event description:
It was reported via a legal notification that a 64 yo female patient, initial right shoulder implanted on (B)(6) 2020, indicated that following her replacement surgery, she began to experience increasing pain in the shoulder and surrounding regions, limited range of motion and stiffness, and decreased function of her shoulder. After x-rays confirming loosening of the glenoid component, she was recommended to undergo a revision surgery, which took place on or about (B)(6) 2021, approximately 11 months post the initial implant procedure. No further information provided.

Manufacturer narrative:
No device return anticipated due to this being a legal case. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.